Event description:
It was reported that during implant attempt, tissue buildup in the first lead after multiple repositions prevented appropriate helix behavior. The lead was not used, and a second lead was attempted. After no acceptable position was identified, the case was abandoned and the second lead was also not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism, the lead appeared damage at implant and there was a non-electrical miscellaneous finding on the tip electrode. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism, the shaft seal was out of position, there was a tip seal observation, and there was apparent explant damage.